Manufacturer narrative:
Device available for evaluation. (B)(4). Examination of the returned instruments confirmed two of the four handles are loose. The root cause is attributed to misuse and wear out. Previous investigations found it is important to ensure that the alignment features on both the handle and broach are mated correctly, as proper locking will extend the life of all broach handles. In all cases, if these orientation features are not aligned properly, the cam will lock incorrectly onto the broach, or that extra pressures are placed on the leaf spring component, leading to deformation of the leaf spring. After this type of deformation occurs, the handle will no longer lock as tightly onto the broach as when first distributed. With correct use, the leaf spring will only flex a few millimeters. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: this complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
All 4 broach handles have been removed from service as the locking mechanism is too lose and the handles pop open and therefore do not adequately hold onto broach applied to handle. User must physically hold handles closed when broaching patients femur. Handles have been in service for several years and are loosening to the point of not being useable.